Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the device pullwire exited at the exchange port and the stent was unable to be deployed. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
(B)(4): a visual evaluation of the returned device revealed that the working length of the push catheter was kinked. The guide catheter was coiled and pushed out of the ramp window. The guide catheter was stretched and broken a the distal end. The ramp window was ripped/torn. The pull wire was found to be kinked/bent in several places. It appears that force was exerted on the pull wire assembly during attempted deployment, which ripped/tore the ramp window and caused stretching and breakage of the guide catheter assembly at the distal end. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.